Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent the primary surgery with the cortex screws and the plate for the diaphyseal fracture of the humerus. The patient was allowed to move without restrictions from about six months after the surgery. The patient complained of pain. However, x-ray did not show abnormality. The physician found that the cortex screw was broken, and back-out of the plate was confirmed. It is unknown which of the two screws was broken. On (B)(6) 2022, a revision surgery was performed. The plate was replaced, and iliac was transplanted. According to the surgeon, the screw breakage might have been caused by unrestricted mobility. No further information is available. This report is for a 3.5mm ti lcp® plate 7 holes 98mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Part #: 423.571s, lot #: 367p255. Manufacturing site: (B)(4). Release to warehouse date: 13, september 2021. Expiry date: 01, september 2031. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.